Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 04/25/2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose (bg) greater than 250 mg/dl, but less than 500 mg/dl with polyuria, extreme drowsiness, polydipsia, nausea and vomiting associated with a cracked battery compartment. Reportedly, the patient remained on the insulin pump and received phone advice from their healthcare provider regarding treatment. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a cracked battery compartment.

Manufacturer narrative:
Follow-up #1: date of submission 06/14/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/31/2016 with the following findings: on examination, the battery compartment was cracked on the side from the threads to the cover and the pump case was damaged near the upper right corner between the case seal and the keypad. The returned battery cap was able to attach securely to the pump. Review of the black box data revealed the last basal and the last bolus deliveries were on (B)(6) 2016. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required range and delivering accurately. No delivery interruptions or errors, alarms or warnings occurred during testing. Investigation confirmed the complaint of a damaged pump case and battery compartment but did not identify any power or delivery issues during investigation.